Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a shaft leak at a connection between the manifold and shaft was observed. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressurizing the catheter, a shaft leak was noted at the connection between the manifold and shaft. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint for quattro catheter lot # 73262. Shaft leak was observed approximately 1.18 inches away from the end of the manifold. Reference MFR # 3010617000-2018-00135 - ccr 38190 (1) - thermogard tgxp system

Event description:
It was reported that patient started ivtm treatment with a quattro catheter on (B)(6) 2017 without any difficulty. The patient had severe bradycardia during insertion that resolved on its own. On (B)(6) 2017, the customer contacted zoll clinical specialist at 0813 since the patient was not rewarming after 24 hours. The customer replaced the suk and thermagard console. Rewarming of the patient was resumed. The customer contacted the clinical specialist a second time at 1530 as the saline bag was found empty and catheter site was leaking clear fluid. The customer replaced the catheter. A 2nd catheter was inserted without difficulty and the patient again had transient bradycardia with insertion that resolved on its own. During suturing of the 2nd quattro catheter into the skin, the patient went into ventricular fibrillation arrest, coded and expired later that evening. Based on the autopsy, quattro catheter and temperature management therapy did not contribute to the patient death.

Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Medical safety assessment: in agreement with a customer, this patient had severe condition of fall, c2 fracture, head bleed, l vertebral artery injury, a spinal shock, and coagulopathy, underwent surgery and procedures. The patient's death was related to his clinical condition and not related to quattro device or cooling procedure.

Event description:
A (B)(6) years old male patient was admitted to the hospital on (B)(6) 2017 due to trauma, fall, c2 fracture, head bleed, l vertebral artery injury. The patient had a spinal shock and was coagulopathy patient. The patient was started on a heparin drip low dose on (B)(6) 2017. The patient was wearing compression devices on bilateral lower extremities for dvt prevention with heparin drop low dose. The patient had cervical body cage and plating surgery on (B)(6) 2017 at 1600. A zoll quattro catheter was placed on (B)(6) 2017 without any difficulty. The patient had a period of several bradycardia during insertion that resolved on its own. The target temperature was 32 degree celsius. The customer contacted zoll clinical specialist since they were not being able to rewarm the patient from 32 degree celsius to 34 degree celsius. The temperature began to rise after the customer exchanged the suk and console. The customer contacted the zoll clinical specialist for an suk leak and the saline bag was found empty. Zoll clinical specialist advised the customer to replace the catheter over a guidewire. The catheter was inserted without any difficulty and the patient had again had profound bradycardia with insertion that resolved on its own. During suturing of the new quattro catheter into the skin, the patient went into ventral fibrillation arrest, was coded and expired on late evening of (B)(6) 2017. Based on the autopsy, zoll quattro catheter and temperature management did not contribute to the patient death.